Manufacturer narrative:
This is a final report. The investigation revealed that the root cause of the reported malfunction was an isolated electrical/electronic defect in the output capacitor within the xenon power supply of a 10-year-old device. The fse did not find any signs of damage to other components within the illumination unit. Taking into account the age of the affected device, the defect is due to wear and tear. The second xenon power supply was fully functional. Based on the identified root cause along with the review of the complaint statistic, it can be concluded that the reported issue is an isolated, random component failure with no indication of design or manufacturing issues and no evidence of an adverse trend. The defective xenon power supply was replaced. The m720 oh5 works according to specification.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from USA stating that the user noticed a burning smell and smoke coming from the m720 oh5 during surgery. The microscope was powered down and another device was used to complete the surgery. There was no patient injury.